Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. This report is being filed because there are indications that the event occurred while the device was in use by a pediatric patient (under 18). Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump was still running after the bag was empty. They stated that it did not alarm. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. Complaint- (B)(4).